Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate anti-tachycardia pacing (atp).

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate anti-tachycardia pacing (atp).

Event description:
Additional information was received indicating the device was reprogrammed to inactive. The patient was in stable condition.

Event description:
It was reported that during a follow up, noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) was noted on the device. The physician suspected the noise was due to the cardiac contractility modulation (ccm) system implanted in the patient. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.